Manufacturer narrative:
Sections with additional information as of 12-mar-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-004: improper test method.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in a follow-up call on 22-jul-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 189, 178, 159, 137 and 201 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 202 mg/dl and 223 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/25/2025 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history (time not set): result 1: 189 mg/dl, date: on (B)(6) 2024 , time: 8:51am fasting am. Result 2: 178mg/dl , date: on (B)(6) 2024 , time: 2:54pm fasting pm . Result 3: 159 mg/dl, date: on (B)(6) 2024 , time: 9:54am fasting am . Result 4: 137 mg/dl , date: on (B)(6) 2024 , time: 12:05pm fasting am . Result 5: 201 mg/dl , date: on (B)(6) 2024 , time: 9:18am fasting am.